Event description:
Related manufacturer report number: 1627487-2022-05437. Additional information was received and it was reported that the patient's ipg was still implanted and their lead was explanted at an unknown date. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgery occurred on an unknown date wherein the ipg was explanted.